Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical germany for evaluation. The customer's report was not observed. The device was subjected to full functional testing and 30j self-test which resulted in no discrepancies found. The customer was advised on the correct setup and operation required for the self-test. After evaluation, the device was determined to be working as expected. Analysis of reports of this type has not identified an increase in trend.